Event description:
Customer called to report the pump was not giving any audible tones when the buttons were pressed. Troubleshooting was performed. Absence of audible tones was confirmed. Pump was not dropped, bumped, or exposed to moisture.